Event description:
This pt presented in our anticoagulation clinic and had an inr run on the (B) (4) istat. The result was 4.7. The pt had a venipuncture performed in the laboratory on the diagnostica stago compact analyzer and the result was 3.11.